Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 39 mg/dl, 367 mg/dl and 241mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Diabetes: no.cardiac rhythm: sinus.copd: no.symptomatic peripheral vascular disease: no.connective tissue disease: no.hx of hepatitis a: no.hx of hepatitis b: no.hx of hepatitis c: no.peripheral myopathy: no.carotid artery disease: no.hx of neurological event: none.cancer other than skin cancer: no.smoking hx (pack years): *.hx of previous alcohol abuse: no.drug abuse: none, but known abuse within past year.transfusion hx: no.device strategy: bridge to transplant (patient currently listed for transplant).

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.